Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of the issue. The device is being returned for further examination, and the customer was provided a replacement pump.